Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter in two segments were returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A c-shaped split was noted on the catheter body, proximal to the distal end of the clamping sleeve. Therefore, the investigation is confirmed for the reported difficult to flush and the identified burst and improper procedure issues as the reported event states that the flushing was performed using an 1cc syringe which is a smaller size than 10ml. However the investigation is unconfirmed for the reported fracture issue as no fracture was noted upon sample evaluation. The definitive root cause for the reported difficult to flush and the identified burst and improper procedure issues were determined to be use related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that iii. After placement, observe the following precautions to avoid device damage and/or patient injury: infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml! H10: g3, h6 (device). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, suspected a clogged catheter while indwelling the patient and a flush was performed using a syringe which opened the catheter, but it allegedly became clogged. It was further reported that there was allegedly a crack found on the tip side of the catheter from the sure cuff upon removal. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, suspected a clogged catheter while indwelling the patient and a flush was performed using a syringe which opened the catheter, but it allegedly became clogged. It was further reported that there was allegedly a crack found on the tip side of the catheter from the sure cuff upon removal. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter in two segments were returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A c-shaped split was noted on the catheter body, proximal to the distal end of the clamping sleeve. A complete diagonal break on the distal end of the catheter and the edges of the catheter were noted to be uneven. The surface was noted to be glossy with striations throughout; one region appeared to be granular which is an indication of a partial break. Therefore, the investigation is confirmed for the reported fracture, difficult to flush and the identified burst issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, suspected a clogged catheter while indwelling the patient and a flush was performed using a syringe which opened the catheter, but it allegedly became clogged. It was further reported that there was allegedly a crack found on the tip side of the catheter from the sure cuff upon removal. Reportedly, the catheter was removed. There was no reported patient injury.